Event description:
It was reported patient underwent a total hip arthroplasty in (B)(6) 2005. Subsequently, revision procedure was performed on (B)(6) 2014, due to elevated metal ion levels. Recap cup and femoral stem remain implanted. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - september 2005 (exact date unknown). Manufacture date - unknown.